Manufacturer narrative:
Pump was received with blank display due to corroded battery cap contact. With a test battery cap, unit had normal operating currents and no unexpected off no power or low battery alarm or blank display noted. Unit had corroded battery tube, cracked reservoir tube lip and cracked case at display window corner.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 256 mg/dl at the time of the incident. The customer stated that the batteries in their insulin pump exploded. The acid from the batteries leaked in the battery compartment of the device. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.